Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the imaging system functioned as designed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal stimulation procedure, the imaging system beeped and could not perform 2d or 3d image acquisitions. It was reported that restarting stopped the beeping, but the imaging system then displayed a collimator and stand alone mode error message. Reseating the interconnect cable on the imaging system and restarting the system restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.